Event description:
Provider spoke customer service to advise that the joystick has erratic movements sometimes it will go forward a couple feet and stop and sometimes it will suddenly go in reverse. Provider mentioned the joystick may of gotten hit by lightning. Provider hung up before any additional information could be obtained.